Manufacturer narrative:
Follow up is being attempted, no response recieved to date. Investigation description: a DHR review was performed and no deviations or ncrs were found to be initiated for lot# 230998. Risk assessment: per fmea-00138 [b], the complaint may be associated with the following potential failure mode: potential failure mode 1: user fails to follow recommendations of abandonment; 1) if no descent (progress) of the head occurs after 2 tractions. 2) if delivery is not achieved or imminent after 4 tractions, or 3) if the vacuum cup detaches ("pops-off") twice. Potential effects: excessive attempts lead to fetal or maternal injury. Potential failure mode 2: user fails to establish appropriate level (450 - 600 mmhg) of vacuum. Potential effects: the device disengages/pops off the fetal head. Potential failure mode 3: user creates vacuum but fails to exclude any maternal tissue. Potential cause: failure to exclude any maternal tissue causes cup detachment/pop-off. Harm 1: hematoma. Severity: 4. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Harm 2: abrasion. Severity: 2. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 3: fracture. Severity: 3. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 4: laceration. Severity: 3. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 5: death. Severity: 5. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Root cause analysis: a root cause could not be determine because the device was not returned for evaluation. User error and device malfunction cannot be ruled out as potential root causes.

Event description:
In the customers words: "scalp lesions after use on two babies". "The baby's scalp was almost torn off. The child had to be transferred to a neonatal unit after birth. He is now being monitored by a specialist for any neurological after-effects." Follow ups have been attempted but to date no further information has been provided.